Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Hardware low level failures was noted in the history download due to broken trace u1 pin6(sda). The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded battery tube. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error and recurring insulin flow blocked. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test and displacement verification test and 3 units test failed 2 times high pressure test not possible. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.